Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with detailed instructions on how to reset the pump, and the customer planned to complete the reset when ready, with a follow-up if the issue continued.